Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for return. No strips will be returned as all the strips in the vial have already been used. The customer returned the meter for investigation where it was tested using master lot test strips in comparison to a retention meter and master lot strips. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 38%. Donor 2 hct: 48%. Testing results: donor #1: reference meter and masterlot strips: 2.3 inr. Customer meter and masterlot strips: 2.3 inr. Donor #2: reference meter and masterlot strips: 2.6 inr. Customer meter and masterlot strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 12:01 p.m. Was 4.7 inr. The date displayed on the meter for this test was displayed as (B)(6) 2000. The meter batteries were changed and the meter was reset prior to the next two results. The result from the meter at 03:31 p.m. Was 4.2 inr. The date displayed on the meter for this test was (B)(6) 2000. The result from the meter at 03:32 p.m. Was 3.1 inr. The date displayed on the meter for this test was (B)(6) 2000. The reporter did not recall testing the patient a third time that day. The same finger was used for the 4.7 inr and 4.2 inr results. The patient has a therapeutic range of 2.0-3.0 inr.